Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to the right ventricular lead oversensing atrial signals. Technical services (ts) was consulted and suggested an x-ray to confirm the location of the leads. Ts also discussed the option of reprogramming the ventricular tachycardia zone. This device remains in service. No additional adverse patient effects were reported. Additional information was received, the pacing and sensing portion of the right ventricular (rv) lead was surgically abandoned. A new non bsc lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to the right ventricular lead oversensing atrial signals. Technical services (ts) was consulted and suggested an x-ray to confirm the location of the leads. Ts also discussed the option of reprogramming the ventricular tachycardia zone. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.